Manufacturer narrative:
At this time, the device and lead remains implanted. Should additional information become available, this investigation will be updated.

Event description:
Boston scientific received information that a red alert was triggered due to high out of range shocking impedances. This implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead remains implanted with no further intervention performed at this time. No adverse patient effects were reported.